Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient 's receiver was not displaying trend data on the screen. No additional patient or event information is available.